Event description:
It was reported that the user changed a dexcom g6 continuous glucose monitor (cgm) and transmitter and did not see glucose readings because the transmitter number was not entered, leading to incorrect or incomplete pairing. Symptoms included no cgm data available and blood glucose levels remained stable. Outcomes included temporary interruption of automated dosing, however a manual entry of a blood glucose reading was input to continue appropriate dosing; the agent advised reattempting pairing and to call back if readings did not appear. Customer support included troubleshooting and user education on pairing with both the transmitter code and the pairing code. Investigation of this case revealed that user setup error caused delayed pairing and lack of cgm data, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in configuration and pairing.